Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation is related to challenging patient anatomy (connective tissue disease). The reported heart failure and mitral regurgitation are cascading events of the incomplete coaptation. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. On an unknown date the patient was hospitalized for heart failure. It was discovered that the second clip had single leaflet device attachment(slda). The clip detached from the posterior leaflet. Per the physician, slda was due to connective tissue disease. Recurrent mr of grade 4 was reported. On (B)(6) 2025 an additional clip was implanted lateral to the slda. There was no clinically significant delay.